Event description:
It was reported that patient had a "welp" by the catheter and pump connection that was red. There had been a return of patient symptoms. The following symptoms were reported; spasm and patient was grinding his teeth like he does right before refill. Patient arched a lot. The patient was at home in fair condition. Patient had visited a doctor who thought it might be an infection. Patient was also given oral baclofen which had helped. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).